Manufacturer narrative:
This report is submitted on july 22, 2021.

Event description:
Per the clinic, the patient was diagnosed with a tumour. The device was partially explanted on (B)(6) 2021 (the array was left in the cochlea to keep the cochlea patent for future implantation if possible) as the patient needs to undergo treatment for brain cancer and cannot have the ci in place for that treatment.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 29, 2021.